Event description:
Customer reported on a bravo ph capsule that failed to attach. The capsule fell off into the pt's larynx. According to the customer, the pt suffered only from damaged mucosa when attempting to place the capsule.